Manufacturer narrative:
No deviations found in batch documentation. No previous complaints on the lot. Without the benefit of examination and testing, wellspect healthcare is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.

Event description:
According to the reporter, which is the user himself, he felt pain during urinary catheterization and when removing the catheter he experienced bleeding. After removing the catheter, he saw a piece of plastic at the catheter eye (hole). The reporter experienced pain and also occasional bleeding several times when inserting a urinary catheter (up to six times per day), during a period of one week. The reporter did not visit any hospital.